Event description:
It was reported that the device was not used. No additional information has been provided by the hospital to suggest that a death or serious injury has occurred. Information learned from implant patient registry. Per follow up with the surgeon, this was a failed ring repair. However, no replacement device was noted. No additional information was provided.

Manufacturer narrative:
Device not returned.